Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) level was above 500 mg/dl. Reportedly, the customer took no action to address bg level. Reportedly, insulin delivery was resumed successfully.